Event description:
The patient¿s daughter reported that the patient stated that they had been hearing tones from the device that sound at random times. It was noted that the patient is in the beginning stages of dementia and the reporter was not certain that the sounds were coming from the device. Follow up was conducted with the patient¿s clinic and the patient had not been seen. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6935-65 lead, implanted: (B)(6) 2013; 4194-88 lead, implanted: (B)(6) 2013. (B)(4).